Manufacturer narrative:
Added information to h3 and h6. Device evaluation: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm tear near commissure 1. Leaflet 3 had a 3mm long tear along commissure 3 and a 8mm long tear along commissure 1. All three leaflets appeared thickened swollen near the commissures and at the tears. Sewing ring cloth had multiple cuts around the valve and suture threads remained attached to the sewing ring.

Manufacturer narrative:
The device was received by edwards for evaluation. A supplemental MDR will be submitted upon completion of the device evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that moderate-severe mitral stenosis of a 25mm 7300tfxj mitral pericardial valve was observed shortly after the implant surgery, and the device was ultimately explanted due to mitral stenosis after the implant duration of approximately ten (10) years. The patient had severe shortness of breath since the year before the valve explant and had been hospitalized approximately one (1) month prior to the device explant. The device was explanted and replaced with a 29mm 11400m valve with no patient adverse events reported. The patient status was reported as under treatment. The device was returned for evaluation, and it was permitted to dismantle the device after necessary evaluations. According to the doctor, the details of the ms shortly after the valve implant and the history leading up to presentation of shortness of breath are unknown because the initial implant surgery was performed at a different hospital. The doctor commented that this explant was not device related. The patient was a 78 y-o female. The device was originally implanted for mitral valve replacement to correct mitral regurgitation, and tricuspid annuloplasty with a 26mm 4600g26 to was simultaneously performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.